Event description:
It was reported that the patient lost stimulation about five days ago at home and was able to turn stimulation back on. The patient claimed stimulation came back ¿on its own¿ with his programmer. Upon interrogation with the clinician programmer on the date of report, a power on reset (por) 0x400 error code was observed. There was no new equipment around/in the patient¿s home and there were no medical procedures done. Clearing the por was reviewed with the caller. Actions taken to resolve the event included interrogation with the clinician programmer. The cause of the por was not determined. Stimulation was providing good pain relief with normal impedance throughout all contacts. The patient was doing well and was receiving effective therapy.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).